Event description:
The single trigger rotary handpiece was sent for service and during failure analysis it was noted that the device would run in forward mode while it was supposed to be in safety. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the trigger has fallen out of the handpiece due to a broken screw boss. The trigger housing was replaced and the device was returned to the customer.